Event description:
It was reported when the patient presented for follow up, the remaining battery longevity dramatically dropped from the expected longevity since the follow-up. The device was found to have reached eri and eol on the same day. Device was explanted and replaced. Patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A portion of this follow-up is to correct the model number. Initially reported as cd2235-40q. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was found to be the cause of the reported premature battery depletion.

Manufacturer narrative:
The initial was originally submitted back in 2014. Follow-up to this initial was submitted in 2018 (2017865-2018-04587) again as initial instead of supplement report. We are re-submitting the initial report submitted in 2018 as supplement under previously submitted initial MDR in 2014. Correction: manufacturing report 2938836-2014-19354, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.